Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(6).

Event description:
A healthcare provider via a manufacturer representative reported that the patient was not receiving effective stimulation therapy. The leads were either placed too low or got pulled down at some point after implant. There was no record of this happening. The patient was getting stimulation in their back but had pain in their lower back and legs. The patient was being authorized for a full system replacement so the new system would be MRI compatible. The revision was scheduled for (B)(6) 2016. The patient was implanted for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.